Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use; therefore, there was no patient involvement or harm. Failure of the pressure sensors during normal ventilator operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) confirmed the report problem. The fse replaced cpu pcba, power supply, data acquisition to motor controller cable to address the reported issue. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).